Event description:
Boston scientific received information that after the implant procedure this right ventricular lead displayed high out of range pacing impedances. A revision procedure took place same day and the lead was attempted to be repositioned but after several attempts the helix would not retract. A new lead was implanted, and this right ventricular lead was surgically abandoned and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.